Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is skipping the cartridge air removal step. Tandem clinical support informed customer that skipping the cartridge air removal step, is off label per the user guide. Customer¿s blood glucose (bg) level was 68-up to 585 mg/dl. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide.book page 30 tuesday, august 30, 2022 9:22 am chapter 2 important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery. H3 other text: device not returned.